Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the down arrow keypad button required multiple presses to elicit a response and noted damage to the contrast button. The reporter alleged that the response issues occurred before the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation confirmed damage to the keypad near the contrast button. During testing, the down arrow keypad button was intermittently unresponsive and required multiple presses to engage; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.